Event description:
It was reported that the settings were locked out on an 840 ventilator. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and was unable to duplicate the reported condition. The unit passed all testing and operates within the manufacturing specifications.